Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2019-00320 and 3005334138-2019-00352. During an atrial fibrillation, the patient expired. While ablating the left superior pulmonary vein, abnormal tension was observed on the recording signal system so a zero of the pressure was done. The patient developed hypotension and an ultrasound confirmed a pericardial effusion. A pericardiocentesis was performed and following the pericardiocentesis, a myocardial infarction appeared on the surface electrocardiogram and a coronarography was done. Air bubbles were visualized in the coronary arteries and the patient expired after one hour of resuscitation. It was believed the air may have been introduced from the two irrigation pressure bags that were used with the two sheaths.